Event description:
It was reported that they were trying to initiate therapy on patient from emergency room (ER) with temperature foley, but they kept getting erratic temperature alerts. Foley bouncing from 21c to 29c and all over. Verified secondary probe was in place via esophageal probe which was registering 33.3c and stable. They checked via forehead and patient temperature (pt) was registering 95.6f. Encouraged them to swap out foley probe from patient temperature (pt)1 port and plug in esophageal probe instead since confirmed it was registering correctly. Nurse not in front of device so walked through how to do this step. Encouraged to call back with questions and in front of the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A labeling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. No actions can be taken at this time since a root cause was not identified. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy on patient from emergency room (ER) with temperature foley, but they kept getting erratic temperature alerts. Foley bouncing from 21c to 29c and all over. Verified secondary probe was in place via esophageal probe which was registering 33.3c and stable. They checked via forehead and patient temperature (pt) was registering 95.6f. Encouraged them to swap out foley probe from patient temperature (pt)1 port and plug in esophageal probe instead since confirmed it was registering correctly. Nurse not in front of device so walked through how to do this step. Encouraged to call back with questions and in front of the device. Per follow up information received via phone on 09dec2024, it was reported, troubleshooting received, and issue was resolved.